Manufacturer narrative:
As reported, while inserting into the sheath, the sealant tip of a 5f mynx control vascular closure device (vcd) got caught in the sheath hub and the protection tip came off. There was no reported patient injury. Because vascular damage was expected, the product was not used. The percutaneous transluminal angioplasty (pta) procedure was completed using another mynx of the same size. Buttons 1 and 2 were not pressed and there was sealant. Multiple attempts to gather additional information have been made and have been unsuccessful. A non-sterile mynx control vascular closure device 5f was returned for investigation. Visual inspection of the received device showed that the buttons 1 and 2 were not depressed. The sealant was returned in manufacturing position, fully covered and the sealant sleeves did not show any damaged conditions. Additionally, the csi used in the procedure was not returned. A syringe was observe attached on the returned unit. The slit length was verified and noted to be within specification. A functional csi insertion/ withdrawal evaluation with an applicable cordis csi sample was executed. During this analysis no insertion or withdrawal difficulty was perceived. A high magnification analysis was executed due to the reported conditions about the sealant sleeves. During this analysis no damaged conditions were observed, and the sealant was completely covered as expected. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the failure reported as sealant sleeves (cartridge assembly) - damaged and mynx control system - deployment difficulty - premature were not confirmed. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while inserting into the sheath, the sealant tip of a 5f mynx control vascular closure device (vcd) got caught in the sheath hub and the protection tip came off. There was no reported patient injury. Because vascular damage was expected, the product was not used. The percutaneous transluminal angioplasty (pta) procedure was completed using another mynx of the same size. Buttons 1 and 2 were not pressed and there was sealant. The device was returned for evaluation.